Event description:
Customer reported an issue with the accutorr v monitor, which may have resulted in an intermittent loss of spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representative repaired a loose connection on the spo2 board. Calibrated and safety tested unit to factory specifications.